Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the stapler was able to fire but the staple line was incomplete in central part. An unanticipated tissue loss occurred and tissue damage that requires to change the surgery to gastric bypass that led to extended surgical time for more than 30 minutes as the staple line was fix using manual suture reinforcement and extension of hospital stay of 1 more day because a permanent drainer installed. In the image submitted, there was also some staples malformed.